Event description:
Patient stated he had a few red heart alarms. No alarms on battery. He had changed out his pm cable and sc. Power module was changed out. No symptoms noted w/ alarms. No further alarms to date.